Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on upper part of a brush head [choking sensation]. Top part of brush head shot in throat [foreign body]. Broken brush attachment / top part of the brush head shot in throat, bottom half of the brush was still in the electric toothbrush [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he was brushing his teeth last night on (B)(6) 2017 with his oral-b pro 2500 toothbrush and he almost choked on the upper part of an oral-b brushhead, version unknown. He had purchased his toothbrush on the advice of his dental hygienist on (B)(6) 2017. He explained that he was brushing his teeth on (B)(6) 2017, working on his back teeth, and suddenly something shot in his throat. He bent forward out of panic and at the same time, with a gag movement, something shot out of his throat into the sink; he saw that it was the top part of the brush head, and the bottom half of the brush was still in the electric toothbrush; he broke out into a sweat. He stated that he would send photos of the broken brush attachment. The case outcome was recovered. No further information was provided. On 03-apr-2017 received follow-up phone call with consumer: the consumer reported that he purchased the brush heads as a package of 4 pieces. The logo stayed on after the scratch test. No further information was provided.